Manufacturer narrative:
We are waiting for the involved sample for investigation. We have checked the history of complaints this 2 last years , no further complaints are registered on this batch and no similar event are registered on this product. The batches review does not shown any deviation or non-conformity.

Event description:
The hub of umbilical catheter cracked after changing hep-saline. Baby had to have the catheter taken out and replaced with new one. No further information is available. It is not known , how long this catheter was in place. Furthermore, no patient injury and no patient outcome have been reported.

Event description:
The hub of umbilical catheter cracked after changing hepsaline.baby had to have the catheter taken out and replaced with new one. No further information is available. It is not known , how long this catheter was in place. Furthermore, no patient injury and no patient outcome have been reported.

Manufacturer narrative:
The visual examination shows a 10 mm crack in the catheter's hub see photos below. There is no obvious signs of moulding deformity or material weakness. Upon flushing the device , a leakage was identified from that crack : the most likely cause of that crack, appears to be mechanical stress. A manual over-tightnening of the luer male of the connecting device into the the female hub can creates hoop stress resulting in a fracture in the wall of the female luer. This event is not linked to a device defect.